Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system, which was confirmed and reproduced by evaluation as a no-flow condition while attempting to run an infusion. The device was found unable to infuse due to a severed motor mount screw being lodged between the downstream valve and the motor cam causing a physical occlusion which the device did not alarm for. When the screw was removed, the device was able to perform as designed. The failed motor assembly and screws were replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a constant upstream occlusion. It was also reported there was no patient injury.